Event description:
Zoll customer support received an email notification regarding the death of a (B)(6) male pt. Per the email, the pt's spouse reported that the pt passed away on (B)(6) 2014 between 7:30pm and 8:30pm and that the pt was not wearing the lifevest because of a rash it caused. Zoll customer support was notified by the pt of the rash on (B)(6) 2014. Support recommended that the pt keep the area dry and that they contact their physician. In addition, a zoll territory manager notified the prescribing physician of the rash via email. It is unk if the pt contacted his physician regarding the rash.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon receipt, the equipment was fully functional. The pt passed away on (B)(6) 2014 between 7:30pm and 8:30pm and was not wearing the lifevest. The pt's spouse reported the pt was not wearing the device due to a rash caused by the device. Zoll customer support was notified by the pt of the rash on (B)(6) 2014. Support recommended that the pt keep the area dry and that they contact their physician. In addition, a zoll territory manager notified the prescribing physician of the incident via email. It is unk if the pt contacted his physician regarding the rash. In addition, a review of the pt's compliance data showed that typically the pt only wore the device between the hours of 3:00pm and 12:00 am daily. The device was last removed at 12:00 am on (B)(6) 2014. The lifevest operated according to its specs. Rash is an anticipated, low frequency, adverse event. Monitor sn (B)(4); electrode belt sn (B)(4), MFR date: 10/2008.